Manufacturer narrative:
The philips field service engineer (fse) replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. There was no further testing required as the root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported the nav ring is not working. The power management board had just been replaced and then the ventilator stopped passing tests and the nav ring did not work. There was no patient involvement. The customer spoke with a remote service engineer (rse) who advised the front bezel would need to be replaced.